Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.1, lab: 2.1. Therapeutic is 2.5-3.5. Less than 30 minutes between meter test and lab draw. Nurse performed testing on non-medicated person with inr=1.3, 1.4. Customer called back and has tested on non-coumadin healthy adults using new strips sent. Tested on all meters and all results were within 0.7-1.2 normal inr ranges.